Manufacturer narrative:
This event has been recorded by zimmer biomet (B)(4). Zimmer biomet surgical / medicrea has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome by medicrea on (B)(6) 2018 revealed that the motor was used and corroded. The thickness shaft was bent. The lever was used and the air hose had a leak. The device was out of calibration at the zero and 20 settings. Repair of the air dermatome was performed by medicrea on (B)(6) 2018 which included replacement of the ball bearing, o-rings, ball bearing, spring seal, needle bearing, semi-circle bearings, vespel sleeve bearings, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, poppet, motor, motor sleeve, thickness control shaft, aluminum lever and ball plunger. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection there was no mention of any components being stuck. The device was out of calibration at the zero and 20 settings. The motor was operating within motor speed specification. The root cause of the control handle being stuck and not moving when pressing it down could not be specifically determined with the provided information. There was no mention of any component being stuck. The motor was operating within specification. The issue was resolved with the replaced ball bearing, o-rings, ball bearing, spring seal, needle bearing, semi-circle bearings, vespel sleeve bearings, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, poppet, motor, motor sleeve, thick control shaft, aluminum lever and ball plunger. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the zimmer air dermatome doesn't work as it should, the handle is stuck. Initial inspection of the returned device revealed the air hose had a leak. No adverse events were reported as a result of this malfunction.